Event description:
It was reported that the patient experienced persistent glare, halos, and starbursts which were reported as "very troublesome" following implantation of a preloaded monofocal intraocular lens (iol) in the right eye. The iol was implanted on (B)(6) 2023. The surgeon completed a yttrium aluminum garnet (yag) procedure in (B)(6) 2023 to "rule out" posterior capsular opacification (pco). Post operative data provided by the surgeon indicated the following results for the right eye: autorefractor plano / -0.5@127 with visual acuity (va) 6/5. Further follow up revealed that the patient is still able to drive and the visual disturbance, while being very frustrating, is not preventing the patient from completing daily activities. During an examination on (B)(6) 2023 the patient described glare and halos, but va is 6/6. As per the surgeon a pco would not have been unusual as it was a posterior subcapsular cataract (psc). We also learned that the yag procedure performed made the glare / halo (fine circle) / starburst more obvious. No further information is available at this time.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.